Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 4 on a patient with tethered and thin leaflets and restricted septal leaflet. Two triclips were inserted and deployed on the tricuspid valve. A third clip, a triclip xtw (60202r1007), was then inserted and deployed on the triscuspid valve. However, post deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that it was suspected that the septal leaflet was torn. To stabilize the slda clip, a fourth clip, a mitraclip xt (60128r1027) was inserted, and grasping was performed. However, the leaflets were unable to grasped. Therefore, the clip was removed from the patient. No additional clips were implanted. The procedure was completed, and the tr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.